Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-8336-70, serial/lot: (B)(4), description: coveredge 32 surgical lead kit 70 cm. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. Device has not been received.

Event description:
It was reported that the patient passed away due to unknown reasons.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-8336-70, serial/lot: (B)(4), description: coveredge 32 surgical lead kit 70 cm.

Event description:
It was reported that the patient passed away due to unknown reasons.